Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.